Event description:
A customer reported that the probe wipe block on the coulter act diff hematology analyzer was leaking. Customer was running a control when fluid was seen leaking into the control vial. The fluid appeared to be diluent and was not contained. There was no direct physical contact with the fluid. No patient samples were affected. Beckman coulter customer technical support (cts) directed the customer to clean the probe wipe block by removing it and cleaning it with bleach. Customer performed the cleaning procedure as instructed which resolved the leak.

Manufacturer narrative:
The actual device was not evaluated by beckman coulter. The customer was directed by beckman coulter customer technical support (cts) to clean the probe wipe block by removing it and cleaning it with bleach. After cleaning the probe wipe block, the customer ran some samples to verify that the instrument was no longer leaking. (B)(4).